Manufacturer narrative:
Battery serial number and product number s/n (B)(4).

Manufacturer narrative:
Patient information was requested and the customer did not provide.

Event description:
The customer reported that the battery does not charge. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
(B)(4).